Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient experienced pain after inserting an infusion set in the leg. Blood glucose reached 300 mg/dl, and blood was seen upon removing the site, suggesting improper insertion. The issue was resolved after changing the infusion set, and insulin delivery resumed (current bg 163 mg/dl). Kinks/twists in the tubing were noted. No patient harm reported.